Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead noted poor threshold and sensing measurements. As helix extension/retraction issues were noted, this rv lead was removed and replaced. No adverse patient effects were reported.